Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when they rewind the insulin pump for prime and when they replace the cartridge it will ask to rewind again. They have to remove the battery to add a new cartridge. This has been happening for the past 6 months. The screen is warped and polarized. The insulin pump looses time, one to two minutes per month. The act button was sticky. Customer's blood glucose level was not reported. The device was not returned.